Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have normal depletion.

Event description:
It was reported that the battery of the device reached the elective replacement indicator (eri) voltage earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.